Event description:
It was reported that two signal artifact monitoring (sam) episodes were stored with this pacemaker. The electrocardiogram is showing noise that is being oversensed on both the right atrial (ra) and right ventricular (rv) channels which resulted in the minute ventilation (mv) feature being disabled. Technical services suspects this is due to electromagnetic interference (emi). The health care professional (hcp) will call the patient to discuss. Ts informed that the patient would need to be evaluated in the clinic to turn the mv feature back on. At this time, the device remains in service. No adverse patient effects were reported.